Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when the syringe was removed after balloon inflation. As a result, the balloon would not remain inflated. A replacement kit was used to complete the case. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection of the device was conducted. The black check valve was not in the luer fitting and it was missing. The reported failure was confirmed. (B) (4).